Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.   Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization and antibiotic therapy. Causality was attributed to an unspecified touch contamination event when the patient failed to properly disinfect her hands after using the restroom during ccpd therapy. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Enterococcus faecalis is part of normal human intestinal flora and is most commonly associated with touch contamination events. Based on the information available, the liberty cycler set can be disassociated from serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 15,730 u/l, polymorphs = 82%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftriaxone (dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. Causality was attributed to an unspecified touch contamination event when the patient failed to properly disinfect her hands after using the restroom during ccpd therapy. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. A device history record (DHR) review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 15,730 u/l, polymorphs = 82%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftriaxone (dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. Causality was attributed to an unspecified touch contamination event when the patient failed to properly disinfect her hands after using the restroom during ccpd therapy. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.